Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/15/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located on the arm underneath the sensor adhesive and was described as itching, red, angry, and inflamed, looked like a pimple, purulent but was hard. The patient also stated that the reaction looked like a staph infection. On 12/7/2016 the patient's mother called doctor for advice about the skin reaction. The doctor recommended for patient's mother to keep an eye on the reaction and to stop using the right arm for 1-2 month for shots or insertions. At the time of contact, the patient was well. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.